Manufacturer narrative:
PMA/510(k): this product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -18.00/2.5/119 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Lens rotation not associated to a low vault was observed (assessed on (B)(6) 2021), the lens was repositioned on 06/dec/2021 and rotated 18/dec/2021, but did not resolve the problem. On (B)(6) 2022 the lens was replaced lens with a longer length lens and the problem was resolved.

Manufacturer narrative:
H3: device evaluation: lens was returned in microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).